Event description:
The cleaning brush was used to clean an endoscope. The brush head reportedly broke off inside the endoscope. In a procedure, the cleaning brush head was pushed out of the endoscope and into a pt. The brush head was removed and the pt is reported to be fine.

Manufacturer narrative:
The device was discarded by the facility so the root cause of this incident can not be definitively determined.